Event description:
It was reported that during the implant attempt the helix of the rv lead would not extract or retract. Only after about 30 turns was the helix observed to be coming outside the lead body. High impedance was also observed on the lead. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood in/on the helix mechanism. Lead is stretched; damaged at implant.